Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot, however, the first for this issue (bubbles from cutter/probe). The device history record showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Event description:
A nurse reported that bubbles were coming from the cutter during a vitreoretinal procedure. The surgeon removed the bubbles and completed the procedure. There was no patient harm reported. Additional information and a product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).